Event description:
The pt was anesthetised and on the table. When the surgeon opened up the cannulated screw loan set, he noticed that one of the drills was dirty and had bone on it. The case was cancelled and rebooked. In the meantime, the kit was recleaned by the hospital and sterilized and the surgery was performed a few days later using the same kit.

Manufacturer narrative:
The kit was returned to the loaner pool in another country, with a decontamination certificate and upon examination it was perfectly clean. The kit is currently in the loaner pool and ready for dispatch to the next user.